Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. Download data showed that the device generated an 0x41, rotational sensor maximum summed error table, alarm. There were rotational sensor malfunctions in the data. Because the device was disassembled to retrieve download data a rerun could not be completed. Inspection of the commutator cap found it to be damaged. The observed rotational sensor malfunctions are confirmed as the cause of the needle mechanism failure. Without the rerun data, it cannot be confirmed if the damaged commutator cap caused the rotational sensor malfunctions.